Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the device history record was reviewed for the suspected contour next link meter and no manufacturing anomalies were found.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the in-house contour next link meter was tested with the in-house contour next test strips from lot # 0lpeg09a using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.no information was captured as the customer's weight was not provided.

Event description:
The customer reported that he obtained multiple high readings on the contour next link meter and took insulin with juice based on those readings. The blood glucose reading obtained before the event was 183 mg/dl at 1:30 a.m. The customer took 2.1 units of insulin based on this reading. During the previous day, the customer took a total of 48.3 units of insulin based on multiple high readings. The customer stated that he experienced hypoglycemic symptoms such as dizziness, unawareness, confusion, seizure, and loss of consciousness. The paramedics were called who performed a testing with a non-ascensia meter and obtained a reading of 77 mg/dl. The customer was taken to the hospital where the physician performed an electroencephalogram (eeg) and a magnetic resonance imaging (MRI). The customer was monitored for 24 hours. The physician stated that the seizure was a result of administering too much insulin. The customer was hospitalized for 2 days and recovered well. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.